Event description:
Reporter alleged the test strip vial that is used with the blood glucose monitoring system has a lot number that is smeared. Reporter stated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.